Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient was revised to address periprosthetic fracture of the femur. Der has been reviewed. It is indicated within the der that the original revision surgery was scheduled on (B)(6) 2017. Due to the implants being delivered to the hospital the same day as the surgery the surgery was rescheduled to (B)(6) 2017. Due to an additional delay in processing and transportation, the surgery was again delayed to (B)(6) 2017. The der also indicated that the patient died on (B)(6) 2017 while still in the operating room post-revision surgery. The der indicates the surgeon stated that it was likely the patient experienced a fat embolism. Updated 9-18-2017.

Manufacturer narrative:
No device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.